Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure (event) observed during analysis. External insulation abrasion was noted at 10.1-11.0cm and 46.1-46.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 33.4-33.7cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.